Manufacturer narrative:
Plant investigation: the display assembly was returned to the manufacturer for physical evaluation. The visual inspection of the returned part showed no sign of physical damage. The 2008t display assembly was installed onto a test machine. During the power up sequence, the red status light bar remained "on." The failure was traced to the status light board grounding out on the metal sub frame of the lcd touchscreen resulting in thermal damage. The status light board was removed from lcd frame and status lights functioned as intended. Diagnostics test passed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode due to the thermal decomposition found. Therefore, the complaint event was confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had an out of box failure for a display assembly. The biomed stated that the red status light above the display remained on, and would not go off. There were no alarms occurring on the device. At that point in time, fresenius technical support issued a replacement display assembly under the parts warranty. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The fresenius biomedical technician (biomed) replaced the display assembly, and the machine is back in service. The display assembly was returned to the manufacturer. Upon physical evaluation of the display assembly by the manufacturer, evidence of thermal decomposition was identified.